Manufacturer narrative:
Additional information provided in a.2., a.3. And b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following two years of cataract extraction with an intraocular lens (iol) implant procedure, the lens clouded up. The consumer had tried readers of all numbers to help with this, but no help. The consumer's right eye was okay but overworking to help the left one. The consumer loves to read, but it is now an issue. Additional information has been requested.